Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the ipg had difficulty maintaining communication with the external devices due to the depth of the pocket. The patient underwent surgery on (B)(6) 2016 where the ipg pocket site was relocated and the ipg was placed shallower in the new pocket site. The external devices were able to communicate with the ipg following the surgery.